Event description:
A customer reported his blood glucose meter started "reading high" and he changed his insulin dosage according to the readings he received. The customer additionally reported he became incoherent and erratic in 2009 and the paramedics were called and an intravenous glucose medication was given to the customer. The customer was transported to a health care facility, but no further treatment was reportedly provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.